Event description:
The consumer claims her son was injured when the humidifier leaked hot water on him. The incident was reported to the retailer. The extent of the burns is unk as well as any medical intervention.